Event description:
About six months after getting saline implants in 1992 (reconstruction after double mastectomy), rptr started having health problems. These include: numbness in arms, hands, and one foot, muscle and joint pain, chronic fatigue, sleep problems, bad memory and poor concentration, irritable bowel, reflux, gall bladder attacks, removal of gall bladder, asthmatic bronchitis, sore throat, sub normal temperature (alternating with low grade fever), eye pain, rashes and sores from sunlight, high blood pressure. Rptr felt fine until she had the implants. She did not even have symptoms and was able to work; now she is often too sick to work.